Event description:
High rate.

Manufacturer narrative:
Field svc replaced the mode select pcb. Inspection of the pcb found oxidation on the contacts of the edge connector of the pcb. However, running the pcd in a test unit showed no failures.